Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that fms tornado micro handpiece with buttons the action button did not work correctly, and it did not make the rotation. Per service reports, this complaint can be confirmed. It was found during evaluation that there was a short circuit in the cable and found cut in the cable. Further, the values of the keypad are out of range. The motor cable and hand control set were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. User mishandling can be the most probable root causes of cut in the cable. However, with the available information, we cannot determine the root cause of the other identified failures. The defective motor cable and defective keypad would have caused the customer to experience the reported problem. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that post-operatively to an arthroscopy procedure on an unknown date, it was observed that the action button on the fms tornado micro handpiece with buttons device did not work correctly and did not make the rotation. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. The same device was used to complete the procedure with no delay. There were no adverse patient consequences reported. No additional information was provided.